Event description:
It was reported, the safire ablation catheter was used during an ablation of the right ventricle without issue, for the 3 hour procedure. When the catheter was removed from the pt through a 7 fr pinnacle sheath, it was noted that the proximal electrode of the catheter was damaged and peeled back from the catheter body. The electrode appeared to be still attached and not missing material. The physician experienced difficulties getting the safire catheter though the pinnacle sheath at the beginning and believed that it may have been damaged upon insertion.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted once the investigation is complete. (B)(4).